Event description:
The following email was received by emergency department pi: "they are hard to occlude and make messes when placed. They are also super easy to pull out when you are attempting to occlude, and it is much harder to tell if you've got flash on a difficult stick. I have not had much luck with placing them on the difficult patients when I could get them before with other catheters."